Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred. Date and time unk by caller and pt. Pt tested on the prodigy meter and received a readings in the 60's and then in the 70's. Exact readings were unk by caller. Pt did not think anything was wrong based on these results, and she said she wasn't feeling bad. Caller, pt's husband, reported finding th e pt passed out and had to call the paramedics. Paramedics arrived shortly after they were called, but the time was unk. They tested the pt with their meter and received a result below 30mg/dl. Pt was treated w/medicine, but caller/pt does not know what was administered. Pt was not transported to the hospital but was told to keep taking her medicine and continue following her diet. Prodigy sent replacements along with a prepaid envelop for return of suspect products.

Manufacturer narrative:
Cst performed by pt over the phone fell in range, but because the pt did not return suspect product(s), an evaluation could not be performed.